Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-50 mg/dl) and juice was consumed to address it. The cause was not known. As the events had occurred in the past, tandem technical support was unable to troubleshoot.